Event description:
The end user reported he developed red, blotchy, weepy rash under the mass and tape collar of the skin barrier. The rash has been a recurring issue over the last 18 months. The patient presented to his physician and was prescribed an oral antibiotic (levofloxacin). The patient did note that the saw less improvement with this course of antibiotics than he has previously. The patient has undergone a skin culture in the past but, was unable to provide the results of the test. The patient was referred to his physician for further treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.